Manufacturer narrative:
The technician found the stretcher had a broken foot end hex rod set screw. The technician drilled out the foot end brake hex rod set screw replaced it to resolve the issue.

Event description:
The account alleged the brakes would set but the foot end brakes would not hold on the stretcher. No pt impact.